Event description:
Customer reported via phone call, the insulin pump had alerted low battery, so she went ahead and changed it. No the device is alarming button error, took the battery out, reinserted and now it alarmed battery out limit. Customer's blood glucose was 152 mg/dl. The device was inside the bathroom with him while she showered but it wasn't close to the moister. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip and stained end cap sticker.